Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted which led to hypotension (90/52 millimeters of mercury (mmhg) ). Intravenous therapy (IV) medication was administered and a post-implant balloon aortic valvuloplasty was performed with a 23mm x 6cm balloon. The pvl resolved and was later reported as trace upon discharge. Left bundle branch block (lbbb) was noted on the electrocardiogram (ECG); no treatment was reported. One day post implant, upon discharge, the lbbb had mostly resolved, and the patient¿s blood pressure had improved (99/76mmhg). During review of the discharge ECG performed an unspecified amount of time following valve implant, premature complex, prolonged pr interval, and ¿probable left ventricle¿ were reported. In addition, the thirty-day ECG showed borderline left axis deviation. No treatment was reported. Additional information reported indicated that 33 days following implant of the valve, ECG showed a fascicular block. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b5. Additional information was received that corrected the lbbb resolution date; the lbbb was resolved approximately one month following valve implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted which led to hypotension (90/52 millimeters of mercury (mmhg) ). Intravenous therapy (IV) medication was administered and a post-implant balloon aortic valvuloplasty was performed with a 23mm x 6cm balloon. The pvl resolved and was later reported as trace upon discharge. Left bundle branch block (lbbb) was noted on the electrocardiogram (ECG); no treatment was reported. One day post implant, upon discharge, the lbbb had mostly resolved, and the patient¿s blood pressure had improved (99/76mmhg). During review of the discharge ECG performed an unspecified amount of time following valve implant, premature complex, prolonged pr interval, and ¿probable left ventricle¿ were reported. In addition, the thirty-day ECG showed borderline left axis deviation. No treatment was reported. Additional information reported indicated that 33 days following implant of the valve, ECG showed a fascicular block. No treatment was reported. No additional adverse patient effects were reported. Additional information was received that corrected the lbbb resolution date; the lbbb was resolved approximately one month following valve implant.